Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level.